Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle (rv) lead exhibited high pacing impedance and high capture threshold. The physician attempted to cap and replace a new rv lead but was unsuccessful due to patient anatomy. Programming changes were made on the chronic rv lead. The patient was in stable condition.